Event description:
Patient had a thr done in 1995 and has done well except for 3 or 4 dislocations in the recent years. All have been handled with a closed reduction. We went in today to give him more stability and did ny switching out the 28mm liner for a p5 32 and a +8 head.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was sent to pathology and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Manufacturer narrative:
An event regarding dislocation involving a metal head was reported. The event was not confirmed. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, pre- and post-op xrays, patient history & follow-up notes are needed to investigate this event further

Event description:
Patient had a thr done in 1995 and has done well except for 3 or 4 dislocations in the recent years. All have been handled with a closed reduction. We went in today to give him more stability and did ny switching out the 28mm liner for a p5 32 and a +8 head.